Manufacturer narrative:
A review of the manufacturing records confirmed that the associated device met all requirements for release. Analysis of the log files revealed an increase in power consumption and estimated vad flow starting on july 13, 2016 and rising to a peak of 8.2 w, outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted

Event description:
It was reported that the patient was admitted on (B)(6) 2016 with high watts and elevated ldh. The patient was given multiple doses of tpa, but his watts remained elevated (3.8-4), but ldh did decrease from over 1195 to somewhere in the 838. Patient remained on tpa doses and then switched over to heparin drip. As of (B)(6) 2016 power remains elevated (4.4 watts). Another dose of tpa was administered and power decreased. Patient was again switched to a heparin drip, targeting higher inr (2.5-3). No bleeding was noted, but on (B)(6) 2015 an abdominal hematoma was noticed. Patient was treated with octreatide. Heparin was discontinued, but inr was 3. Patient reporting substantial pain and ldh elevated to 445. Patient remains hospitalized. No additional information available.